Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by a consumer on (B)(6) 2017 that they had weird electrical impulses going where they implanted it into their spine. This was a ¿weird pinching sensation.¿ the caller reported that they could deal with it but it was very annoying and uncomfortable. Stimulation was annoying. The patient did not think that they could put up with it for 5 more years. The patient had met with a manufacturer representative 2 times and it was unknown what troubleshooting was done but the issue was not resolved. Imaging was performed with the most recent one being an MRI. The health care professional (hcp) thought that there was a potential for scar tissue to be a factor but after the imaging was reviewed everything appeared to be okay. The issues started 4-5 months after implant (early 2016). The representative was first seen about 8 months after implant. Additional information was received from a representative on (B)(4) 2017 reporting that it was unknown what the issue was. The patient was feeling impulses even when the scs was off. The cause was unknown. Additional information was received from the patient on (B)(6) 2018. The patient reported they got their ins replaced in (B)(6) 2018 with a st. Jude ins connected to her medtronic leads. The patient confirmed that the reason for the battery replacement was due to issues reported above. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.